Manufacturer narrative:
The patient involved in this complaint is a female, age (B)(6) at the time of the initial subchondorplasty procedure. The patient was initially evaluated by dr. (B)(6) and diagnosed with right knee degenerative joint disease and insufficiency fracture of the medial femoral condyle and medial tibial plateau. The patient had a history of arthroscopic partial medial meiscectomy 6 months prior to the subchondroplasty procedure with worsening of symptoms after the procedure. MRI demonstrated continued degenerative changes with collapse of the joint line and full thickness chondral defect in the medial compartment. The medial meniscus also demonstrated further progression of the tear. The patient had failed to respond to prior conservative therapies including cortisone injection prior and medications. The patient decided to procedure with surgical intervention including knee arthroscopy and suchondroplasty to treat the insufficiency fractures. The patient also consented to participate in the (B)(6) study of subchondroplasty. The patient had surgery with dr. (B)(6) on (B)(6) 2016. Dr. (B)(6) first treated the insufficiency fractures. Using fluoroscopy for guidance, an accuport cannulas were placed into the medial femoral condyle and medial tibial plateau in the proximity of the insufficiency fractures identified on preoperative MRI. The bone lesions were then injected with 5 cc of accufill into each location. The material was allowed to harden for 10 minutes prior to removal of the accuport cannula. A/p and lateral x-ray images confirmed proper placement of the accufill material. The arthroscope was then placed in the knee. The acl and pcl were intact. The medial femoral condyle showed grade IV-a to IV-b changes along its entirety with little cartilage remaining. The medial tibial plateau showed grade IV changes along the medial central weight-bearing zone. The medial meniscus showed full-thickness tearing to the meniscocapsular junction which was resected back to a smooth, stable base. Several large loose cartilage bodies were removed from the joint throughout the procedure. The lateral compartment and patellofemoral joint showed grade 0 changes to the cartilage surfaces. The knee was also injected with kenalog and marcaine at the time of the procedure. The patient was discharged without reported complications. On (B)(6) 2016, the patient returned to dr. Baker for a 4 week follow-up visit complaining of knee pain at 10/10. The patient was given an injection of kenalog, marcaine and lidocaine within the joint and about the periosteum over the injection site. The patient was seen again by dr. (B)(6) on (B)(6) 2016 complaining of knee pain at 5/10 with tenderness and stiffness. Pain was present with activit or at rest. X-rays obtained during the visit showed no evidence of fracture or collapse. Having exhausted all conservative treatment options, the patient wished to be evaluated for uni-compartmental or total knee arthroplasty. On (B)(6) 2016, the patient was evaluated by dr. (B)(6), dr. (B)(6) partner, for continued right knee osteoarthritis symptoms. During that visit, the patient reported a knee pain level of 5/10, primarily in the medial compartment. The patient decided to proceed with uni-compartmentalknee arthroplasty. Dr. (B)(6) performed uka on the patient's right knee on (B)(6) 2016. The procedure was completed without reported complications. No mention was made of the use of bone grafts or augments used and the status of the bone at the prior accufill injection sites was not mentioned. At 2 weeks following the uka, the patient complained of popping and clicking with a pain level of 5/10, but otherwise appeared to be progressing as expected. Dr. (B)(6) reported an adverse event for the degenerative joint disease progressing to uni-compartmental knee arthroplasty as part of the subchondroplasty clinical study. Dr. (B)(6) indicated that the ae was severe and "definitely related" to both the device and procedure. The progression to the need for uka appeared to be most related to the patient's pre-existing severe medial compartment osteoarthritis.

Event description:
Uka after scp procedure.